Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient with implantable cardioverter defibrillators (ICD) and baseline pericardial effusion, underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the effusion progressed and cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed and 500 cc of fluid were removed from the pericardial space. Patient¿s condition improved after pericardial drainage. Extended hospitalization was required as a result of the event. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. No bwi product malfunctions were reported. Transseptal puncture was performed with a safesep wire. There was no evidence of steam pop during the ablation. Thermocool® smart touch¿ bi-directional navigation catheter used with standard irrigation setting via smartable. No error messages were observed on any bwi equipment during the procedure. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were max distance change 3mm, time 3sec, force over time (fot) 25%, min force 3g and tag size 3. No additional filters used with the visitag. Ablation index was used prospectively as color option.